Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, batch/ lot number: 1000370437, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to suspected implant infection, the patient had minor discharge from incision area. All components were removed and replaced with a new ipp. The patient had no further complications.